Manufacturer narrative:
This device remains in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported syncopal episode, and received inappropriate anti-tachycardia pacing (atp) resulting in inappropriate shock therapy for an atrial arrhythmia. The shocks appeared to accelerate the atrial arrhythmia and during the episode the patient would spontaneously go into a true ventricular arrhythmia. Therapy was eventually exhausted before the rhythm completely broke. The rhythm ended up terminating on its own, with no external intervention. The patient went to the emergency room. A boston scientific technical services consultant recommended programming changes and suggested review of the right ventricular (rv) lead positioning. The device remains implanted. No additional adverse patient effects were reported.